Event description:
A surgeon reported that one year following glaucoma filtration shunt implantation, the patient's intraocular pressure (iop) increased. The patient was treated with medications, but the iop remained high. The glaucoma shunt was explanted and found to be occluded. A trabeculectomy was performed after the shunt was explanted. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the device history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).